Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's server. Customer was provided with a loaner server, while the unit is being returned to the company's repair center for further evaluation.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.